Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the device locked up and would not fire. A new instrument was opened and the case was finished.

Manufacturer narrative:
Facility experienced an event with your endopath ets flex while performing a l.a.v.h.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971739. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage; no. Batch #; k00r3l. Cartridge pan in place/condition, condition of drivers, lockout tabs on pan condition, and position/condition of wedge sleds; good. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, condition of wedge bands, and result of attempted firing; good. Is hyper lockout condition present; no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled with the returned cartridge, fired, and formed the staples within design specification. The instrument was then reloaded with a test cartridge, articulated to the left, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.